Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a hemorrhoidectomy procedure the trigger would not fire when surgeon pressed the device. Had to manually suture and apply adrenaline for hemostasis. Resulted in increased blood loss and anaesthetic time for patient. According to hospital staff who reported the complaint, procedure almost tripled in length time (from 50 minutes to 2hrs). There were no other reported patient consequence. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.